Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the ipg site. It was also mentioned that the patient gets rashes during charging. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.